Event description:
It was reported that the patient presented for a routine follow up, the left ventricular lead exhibited loss of capture and loss of sensing. The patient had manipulated the pocket causing the lead to dislodge. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.